Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem was unable to charge a battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery pack) has been confirmed. Upon eval, the battery charger/modem was unable to detect inserted battery packs. The cause for the failure was isolated to a thermally damaged q1 current-controlling transistor component was liquid contamination on the battery board. The root cause for the contamination was unable to be positively determined, but likely liquid ingress of an unk contamination. No adverse event resulted from the defective battery charger/modem.